Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after being in service for approximately 3.5 years. The physician believes the battery depleted prematurely. The physician elected to explant and replace this device with a similar device.